Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in - catheter defective / damaged. Verbatim: this is from the rn: good morning, I'm so sorry for the delay I have been away on vacation for back to school - I prepped the patient in usual fashion after sterilizing area I applied tourniquet pt had beautiful easily accessible veins and patient laid still during entire procedure when I stuck his left ac I got flash and started to advance catheter blood started leaking completely around the IV and not in the catheter I continued to attempt to advance and withdraw needle in which it was then made obvious the catheter itself was fractured- I pulled everything from site then had to manually manipulate the small fractured piece out of the vessel to protect the patient and prevent catastrophic injuries . I was able to do this successfully at which I placed a pressure dressing and then notified chain of command of what had happened.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that under magnification it was possible to observe the defect reported by the customer. Bd was not able to determine the cause of the failure because there are current controls in place such as 100% double inspection. A notification will be shared to all personnel involved in the catheter and needle assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.